Manufacturer narrative:
UDI: (B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Hospital nurse called technical support stating that she was advised by the hospital technician to cancel peritoneal dialysis treatment during fill 1 of 6 and re-setup cycler with new supplies. The nurse reported that when removing the liberty cycler set, moisture was observed at the back of the cycler cassette door. The patient resumed treatment using continuous ambulatory peritoneal dialysis. No cycler alarm reported. No adverse event reported at this time. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Hospital nurse reported that the previous shift technician advised that the treatment be cancelled and reset up with new supplies. It was reported by the technician that at the time of removing the tubing, moisture was observed at the back of the cassette door inside the pump module. Patient completed treatment with continued ambulatory peritoneal dialysis.